Manufacturer narrative:
No pt injury or medical intervention was reported. Gambro renal products has requested the downloaded machine data files and add'l info relating to this incident. A final report will be submitted once corrective action has been identified.

Event description:
Customer reported a 90 ml flow discrepancy in pt fluid removal. When user set fluid removal at 100 ml, 190 ml was removed. (100 ml at "set flow rate" and on status screen 190 ml.) Set flow: bloodflow 250 ml/min, pbp 1000 ml/h, dialysate 1000 ml/h, replacement post 250 ml/h. This was discovered after 24 hours of treatment.